Manufacturer narrative:
(B)(4).

Event description:
It was reported "; when deploying ul2-c #6, patient left side, at 2oclock, physican noticed that pulls #2 and #3 were difficult and the needle was still in the keyhole. Device extraction was conducted, and bone strike was confirmed". Additional information states that the device was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made :the cartridge was shipped in a tray, the cartridge knob was unlocked, the pusher was deployed, the cutter was deployed, the suture crimp is intact, the urethral endpiece (ue) was deployed, not returned with the device, the distal tip was undamaged, a scope seal was not re-turned with the cartridge the items listed above are indicators of device status and are as ex-pected for a device that functioned as designed. The following discrepancies were observed: the needle tab overmold was broken. Analysis of the needle tab overmold shows no evidence of manufacturing issues (e.g. Voids, sink, short shots, cold knit welds). The suture / suture support tube was buckled, the capsular tab (CT) did not unsheathe, needle damaged: the needle tip is bent inward, needle was partially retracted. The needle was partially retracted due to a broken needle tab overmold. Approximately 8.50 mm was extended out of the distal tip of the device. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The customer report of : " the needle was still in the keyhole" was confirmed. Confirmation is based on visual inspection. This inve stigation has determined that the device encountered the following failure modes : ul - needle damaged : needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot deter-mine. Ul - CT did not unsheathe : the CT was unable to deploy due to damaged needle interfer-ing with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - component damaged : the needle tab overmold was found to be broken. The probable root cause of this root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "; when deploying ul2-c #6, patient left side, at 2oclock, physican noticed that pulls #2 and #3 were difficult and the needle was still in the keyhole. Device extraction was conducted, and bone strike was confirmed". Additional information states that the device was swapped to continue therapy. The patient's current condition is reported as "fine".